Manufacturer narrative:
Citation: hinkov et al. Concomitant transapical double valve replacement for severe native mitral regurgitation and aortic transcatheter valve degeneration. Jacc case rep. 2025 oct 22;30(33):104813. Doi: 10.1016/j.jaccas.2025.104813. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 81-year-old male patient who presented with severe mitral regurgitation (mr) and structural valve degeneration (svd) of a medtronic 29-mm evolut r transcatheter bioprosthetic valve which had been implanted seven years earlier. Other noted symptoms included severe aortic stenosis, acute coronary syndrome, and pulmonary edema. Computed tomography (CT) confirmed severe svd of the valve with impaired leaflet motion and hypoattenuated leaflet thickening (halt) of all three cusps. In a subsequent intervention, a valve-in-valve implant was performed with successful placement of a non-medtronic bioprosthetic aortic valve implanted inside the evolut r bioprosthetic valve. In the second intraprocedural step, a non-medtronic mitral prosthetic valve was successfully implanted inside the mitral native valve. The authors noted hemodynamic stability was maintained throughout the procedure and there were no complications. Post-procedurally, a bleeding event required revision for intercostal vein bleeding at the drain site. The hospital stay was extended to eight days due to transient delirium. The patient was then discharged home in stable condition with an improved nyha functional class. No further information was provided pertaining to medtronic products.